Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following multiple falls the patient experienced ineffective stimulation. Diagnostics showed both leads with high impedances. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein both leads were confirmed fractured. One lead broke in half and the remaining piece remains implanted in the patient. The second lead was explanted and replaced.

Manufacturer narrative:
Correction: section h6 - health effect- impact code should have included 4629 - device revision or replacement.